Manufacturer narrative:
H.6. Investigation summary: bd received one 24ga insyte autoguard blood control IV catheter unit within an undamaged opened package from lot number 9213332. All components are present, the needle/hub assembly is fully retracted into the barrel. Through the visual examination, clear strands were observed at and near the tip of the catheter tubing the reported issue was confirmed. Further spectral analysis of the foreign matter determined the material of clear strands to be cardboard. It is possible this foreign matter was introduced from environmental factors or operators traveling to different zones with the manufacturing site. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
It was reported that a "sticky blob" of foreign matter was found on the bd insyte¿ autoguard¿ bc shielded IV catheter before use. The following information was provided by the initial reporter: "yet another sticky blob on a different angiocath."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a "sticky blob" of foreign matter was found on the bd insyte¿ autoguard¿ bc shielded IV catheter before use. The following information was provided by the initial reporter: "yet another sticky blob on a different angiocath."